Manufacturer narrative:
The device was returned to lemaitre vascular for evaluation. The device was flushed with water through the t-port and acceptable flow out of the internal and common carotid ends were seen. In addition, water was flushed through the internal carotid end and properly flowed out the common carotid end. The physician believed that the balloon obstructed the flow of the common carotid end. The balloon was inflated in accordance to the IFU and the balloon could not be pushed, so that it would block the common carotid end. No abnormalities were seen during the evaluation. In addition, the device history records were examined and all manufacturing and quality control steps were completed in accordance to the procedure. A lemaitre representative spoke with the hospital as stated in the description of the event. The incident as reported by the hospital, could not be recreated by lemaitre vascular. The device was functioning properly during evaluation. Therefore, the root cause was inconclusive.

Event description:
The hospital first reported to lemaitre that the shunt appeared to have no flow. A lemaitre representative asked a series of questions and added further details to the incident. The internal of the shunt was put into the vessel, the back bleed was normal. When the common of the shunt was placed in the vessel, no inflow was seen. A second shunt was used with no problem. The patient suffered a stroke between the first and second shunt. It is unknown if the stroke was attributed to the device because the patient had a history of a stroke. The patient has recovered.